Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer's blood glucose value was 400 mg/dl. Customer mother reported that son pump was lost. The product was not returned for analysis and replacing pump with cot.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address number label.